Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that loss of capture was noted when it comes to this right ventricular (rv) lead. When the pacemaker was interrogated out of range pace impedance measurements were seen. It was noted that the lead was tested with the pacing system analyzer (psa) and similar measurements were noted. The lead was explanted and will be returned. No additional adverse patient effects were reported.